Manufacturer narrative:
Date sent: 08/08/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the jaws of the device scissored. Used another instrument to complete the procedure. There was no patient consequence.